Manufacturer narrative:
This is 1 of 2 emdr reports filed for this event. The subject device is not available.

Event description:
It was reported that two transform balloon catheters would not deflate during preparation. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
Lot # - corrected (since the lot # 19839143 was initially reported which does not exist in the database and the correct lot # was not provided.therefore; the lot # was changed to unknown. The device history record (DHR) review could not be performed since the lot number does not exist in the database. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that two transform balloon catheters would not deflate during preparation. There were no clinical consequences to the patient due to the reported event.